Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced physical damage. There are cracks around the battery and reservoir compartment. The plastic is broken off and there is another part hanging off. No significant events prior to the physical damage. The blood glucose was unknown. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.